Manufacturer narrative:
B3: event date is unknown. H3: product analysis # (B)(4) :product:9560524, lot no:169820r analysis found that the burr clamp handle and block 2 were adhered and could not be disassembled. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the multiple sources (service repair, user facility, medtronic representative) regarding a flex arm. It was reported that the screw in the instrument could not be turned and it could not be fixated to the pillar. Event occurred during inspection. There was no patient involved in this event. There were no further complications that were reported.